Event description:
The customer reported that the right gastric artery got stuck to the tip of the jaws and the device could not seal the tissue completely, even though an end tone, signifying a completed seal cycle, was heard. The patient was reported to have minor bleeding under 200cc. At the time of the report, the patient was currently under observation.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.